Event description:
Brushhead had broken off [device breakage]. No adverse event [no adverse event] . Case description: a (B)(6) female consumer reported that while using an oral-b rechargeable toothbrush, version unknown, the oral-b brushhead, version unknown had broken off in her mouth. This occurred within 2 weeks of using the new brush head. No symptoms developed.

Manufacturer narrative:
Reporter returned 2 oral-b brush heads type eb20 on (B)(6) 2015. Analysis confirmed no product fault found. Product within specifications.

Event description:
Brushhead had broken off [device breakage]. No adverse event [no adverse event]. Case description: a (B)(6) year old female consumer reported that while using an oral-b rechargeable toothbrush, version unknown, the oral-b brushhead, version unknown had broken off in her mouth. This occurred within 2 weeks of using the new brush head. No symptoms developed. (B)(6) 2015 received product investigation results: reporter returned 2 oral-b brush heads type eb20 on (B)(6) 2015. Analysis confirmed no product fault found. Product within specifications.

Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by reporter, therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.